Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, gender, weight, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2025, two (2) cerepak coils would not detach and had to be removed. The patient was reported to be ¿fine,¿ and the procedure was completed with competitor coils. The two coils (catalog / lot numbers unknown) and the detachment handle (mdh1 / lot# unknown) will be returned for analysis. On 23-sep-2025, additional information was received. Per the information, the procedure was targeting a 6mm oval-shaped, unruptured aneurysm on the right anterior communicating artery (aca). Only one handle was used with both cerepak coils; the lot number for the detachment handle (mdh1) is 102109430. The two coils were 6mm x 20cm cerepak freeform (scr120620) from the same lot (31434951). The concomitant microcatheter was an excelsior® sl-10® straight tip microcatheter (stryker). The additional information provided clarification that for both coils, which were the first coils in the aneurysm, no additional intervention was needed, when the coils would not detach with the detachment handle and manual break was unsuccessful, the coils were removed from the aneurysm and pull out of the patient¿s body. This is done with the hope that the coils do not detach during the removal process in the microcatheter. The two coils did not detach and were removed intact and still attached to their delivery systems. The coils were not stretched when they were removed. There was no evidence of blood flow interruption as a result of the reported coil issues. The procedure was successfully completed without any clinically significant delay, the patient was reportedly doing fine post-op.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-oct-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The slider was easily translated when activated, and an audible click was heard upon completion of actuation. The siler automatically recovered to the starting position after actuation. There was an audible click heard upon completion of reset. A 0.0133-inch lab sample guidewire was easily inserted inside the nose cone. There was no visible blockage or damage that could cause resistance, and the guidewire was noted to travel 15mm. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. No malfunction issues were identified with the use of the detachment handle; therefore, the failure to detach the concomitant embolic coil due to a faulty detachment handle cannot be confirmed. Failure to detach issues are being addressed through j&j medtech quality systems. The instruction for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the recall number (3007628272/10092025/r) for the product. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.